Event description:
Alleged event: healthcare professional reported left side deflation. Healthcare professional later reported implants were mentor (non-(B)(6)). Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).